Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially fired with ten clips remaining. Visual inspection of the instrument noted that one of the jaw legs was out of position. The cam on the jaw leg was not aligned with the driver. Functionally, the jaw leg was reset by aligning the cam with the driver. The instrument was then applied to test media. The remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlock engaged after the clips were dispensed to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while attempting to place the clips on the cystic duct, the jaws of the applier broke while trying to remove the applier from the 5mm trocar. The surgeon was able to place a few clips successfully prior to the applier breaking. None of the clips or components fell into the patient cavity and the surgeon was still able to squeeze the handle. A new clip applier was used to complete the procedure. There was no patient injury.